Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw (lot: 40226r1042) was implanted successfully, reducing mr to trace. On (B)(6) 2024, a follow-up scan was performed due to the patient experiencing unknown issues. The xtw was observed to be detached from the posterior leaflet (single leaflet device attachment (slda)). Mr was recurrent grade 4. Intervention is planned.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda appears to be related to challenging patient anatomy. The reported mr is a cascading event of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received the patient was not experiencing symptoms. No intervention was performed.